Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customers blood glucose was 700 md/dl with high ketones. Elevated bg was address by correction injection via manual injection. Customer changed pump supplies to address the issue.